Manufacturer narrative:
The device was evaluated by the provider. The customer does not wear lap belt. The alleged claims could not be duplicated.

Event description:
Alleges she was going to bed when she turned the chair off and it kept moving forward and ran her into the closet door. Alleges she fell out of the chair and alleges the footplate then ran up her leg and her arm, scraping them.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges she was going to bed when she turned the chair off and it kept moving forward and ran her into the closet door. Alleges she fell out of the chair and alleges the footplate then ran up her leg and her arm, scraping them.